Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose (bg) level was 380 mg/dl; however, the elevated bg level was not due to the pump or supplies. The cause of the elevated bg level was unknown. Manual injections were administered to stabilize impacted bg levels. The contact confirmed that an alternate method of insulin delivery was available.